Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-may-2018 confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of ¿medes - half height drawer off bus¿ was confirmed during field service engineer (fse) testing and subsequently confirmed in the dchu testing process. The device was initially evaluated by the field service engineer (fse) according to work order: (B)(4), the fse reported that replaced the pyxibus module controller and drawer controller boards and, upon booting up the station. The fse observed that none of the drawers were detected in diagnostics. The fse then manually removed all pockets from drawer 4.1 and cleaned debris from underneath them, followed by rebooting the station; however, the same issue persisted. All cables were reseated and inspected with no faults found. Finally, the fse replaced the retractor band, which resolved the issue. The fse replaced missing or damaged slide bumpers in drawers. During dchu visual inspection: p/n: 353844 01: was received with copper strands in contact with adjacent copper strands. P/n: 151622 01: the part showed no signs of physical damage, fluid ingress, loose or missing components. P/n: 151630 01: the part was received with a detached connector (j402). During dchu testing: p/n: 353844 01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. P/n: 151622 01: passed the dmm and hta testing. P/n: 151630 01: due to physical damage found during the external inspection, no further testing was required. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of ¿medes half height drawer off bus¿ was due to crossed continuity between adjacent copper strands of the ¿assy retractor dwr hh cubie¿ (p/n: 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality. A faulty ¿pcba pmc v1.06/v0.09bl hh¿, p/n: 151630 01 due to a detached connector (j402), which prevents the proper functionality of the board.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 integrated main drawer was failed. The fse found that drawer 4.1 was off the bus despite multiple reboots and cable reseating attempts. Only three indicator lights were illuminated on the back of the t board, and the top right indicator light was off. As per part investigation, it was determined that the half height drawer was off bus due to crossed continuity in the retractor assembly and a faulty pmc board with a detached connector (j402) led to the observed thermal damage. However, there were no delay to patient care and no adverse events or injuries reported based on this incident.